Manufacturer narrative:
A review of the device history records for this device could not be conducted because the lot number was not provided.

Event description:
During an endovacular procedure via the cfa, the visi-pro stent came off of the catheter and the physician was required to do a cut down to get the stent out.